Event description:
A doctor alleged that two (2) patients had experienced the loss of a crown after placement with the maxcem elite clear product. This is the second of two (2) reports.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided. The patient had experienced the loss of a crown approximately two (2) weeks after placement. The doctor cleaned out the crown and re-cemented it using a different product, without further incident. To date, the patient is doing fine. The returned product was evaluated for adhesive strength, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. These investigation results indicate that this incident is an isolated incident that occurred as a result of a user/technique related issue and was not due to a product failure.